Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at final release, the valve dislodged into the left ventricle. A snare was used in an attempt to pull the valve back. While the valve was being snared, the valve dislodged up into the sinus of valsalva (sov). The valve was snared into the ascending aorta and was left there. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.